Event description:
It was reported that during a sleeve gastrectomy procedure, the device failed to fire after closing the jaws and tension applied on the tissue to pull it out of the stapler jaws. The surgeon had to complete his case with hand sewing, as his staples stock was finished. There was an increased time of surgery, up to two additional hours.

Manufacturer narrative:
Info anticipated, but unavailable at this time.